Event description:
Information received by medtronic indicated that the customer reported the carelink data was not available even after repeated upload. Troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported. The customer will continue using the insulin pump and will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An effort was made to confirm the issue by generating csv reports for the user in the carelink support application. It was discovered that the uploaded data lacked sensor data, and upon further investigation, the issue was found to be non-reproducible.upon thorough examination of the alarms in the csv reports, it was observed that there were lost sensor alarms and no sensor signal alarms, indicating the absence of sensor data.the software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc.(most likely) root cause: the likely root cause of this issue stems from insufficient user training regarding the reports. Analysis summary: instructed helpline to inform user to have the sensor connected to pump to get the sensor data during the snapshot upload. To provide more detailed information , requested helpline to enable traces to the user profile and make uploads. Despite of follow up , we were unable to obtain response from the helpline. Esf number: afc code: za14af no issue found medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.